Manufacturer narrative:
All accessories and components associated with the lift involved in the incident were returned for investigation. Upon initial inspection, it was observed that the quick connect mechanism of the carry bar had detached from its frame. The screw securing the quick connect mechanism to the carry bar frame had come loose, resulting in the incident. Further investigation revealed that the thread locker (loctite 263) did not properly bond the screw to the quick connect mechanism. Oil residue present on the black oxide screw during assembly inhibited proper curing and adhesion of the thread locker. As a result, the screw gradually loosened over time, ultimately leading to the detachment.

Event description:
On (B)(6) 2025 at approximately 10 am pdt, (B)(6) and two additional staff members were assisting a patient onto a treatment table. The patient was transported to the table via wheelchair, and the initial transfer was conducted using a u-style sling. The team successfully completed the first lift, positioning the patient in a seated position at the edge of the table. Following a clinical assessment, the team proceeded with a second lift to place the patient into a supine position for examination. The patient was safely lifted and rotated 90 degrees clockwise without any unusual sounds or mechanical issues suggesting equipment malfunction. While lowering the patient from a height of approximately two feet above the table, the carry bar detached from the scale mechanism. Due to appropriate padding (pillows and other comfort materials) on the treatment table, the patient did not sustain any injuries from the fall. There was a minor impact to the back of the patient's neck; however, the patient reported no pain or discomfort and declined further medical evaluation.